Manufacturer narrative:
A ge service representative performed an on site investigation. It was suspected that the hard disk drive and associated software were the cause of the malfunction. The hard disk drive was replaced and the software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 would lock-up after initialization. There was no adverse patient involvement reported. There was no patient information reported.